Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. In addition to the above the device's buzzer needs to be replaced. The front system board and buzzer were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and buzzer were functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. In addition to the above the device's buzzer needs to be replaced.